Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin infection under the sensor patch then spread beyond the patch perimeter which occurred on an unspecified number of days after the sensor had been inserted in the abdomen. On an unspecified date, the patient went to an urgent care facility and was referred to a surgical consultation. On (B)(6) 2025, the patient underwent surgery and had an incision and drainage (I&d) to relieve the abscess, and afterwards the wound was left open to air. The patient was prescribed an oral antibiotic medication (amoxicillin and clavulanic acid 875 mg/125 mg, unspecified duration), and nurse home visits for basic wound care (daily, reduced to three times a week, then to two times a week). At the time of the report, the patient still had soreness, warmness, and a scab formed in the area, but the wound had already decreased in size. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.